Event description:
I am sending you a report of the pleurx catheter that was used at the issste (B)(6) and the dr. (Interventional pulmonologist) that the connector is clogged (it does not have a permeable orifice) therefore his patient cannot be drained and a change is made. The catheter reference is (B)(4) with lot number 0001511902 care fusion. I attach evidence with a photo of the defect information received on 16aug2023: has there been any harm to the patient due to what happened? (Detail) a: there was no harm to the patient as the doctor noticed the defect in the piece at the time he was placing it. Was there a need for medical intervention due to what happened (administration of medication, etc.)? (Detail) a: only the pleurx catheter was changed to finish the surgical intervention. Is the product related to the incident available for analysis? A: yes it's available, the doctor gave us the defective part. How was the procedure completed? Detail a: a new catheter is used at the time of the surgical intervention, did they replace the valve? A: the connector that was the defective part is changed did they replace the catheter? A: the catheter was placed without complications.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation:two photo samples were provided to our quality team for investigation. Upon visual inspection of the photos, it was observed that the adapter was occluded; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001511902 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information, the root cause of the issue corresponds to a supplier defect, a quality notification will be sent to the supplier, and awareness training will be performed with the incoming inspection team. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a140901. Patient problem code: f26.

Event description:
I am sending you a report of the pleurx catheter that was used at the (B)(6)" and the dr. (Interventional pulmonologist) that the connector is clogged (it does not have a permeable orifice) therefore his patient cannot be drained and a change is made. The catheter reference is 50-7050 with lot number 0001511902 care fusion. I attach evidence with a photo of the defect information received on (B)(6) 2023: has there been any harm to the patient due to what happened? (Detail) a: there was no harm to the patient as the doctor noticed the defect in the piece at the time he was placing it. Was there a need for medical intervention due to what happened (administration of medication, etc.)? (Detail) a: only the pleurx catheter was changed to finish the surgical intervention. Is the product related to the incident available for analysis? A: yes it's available, the doctor gave us the defective part. How was the procedure completed? Detail a: a new catheter is used at the time of the surgical intervention, did they replace the valve? A: the connector that was the defective part is changed did they replace the catheter? A: the catheter was placed without complications.

Event description:
I am sending you a report of the pleurx catheter that was used at the issste "valentín gómez farías" and the dr. (Interventional pulmonologist) that the connector is clogged (it does not have a permeable orifice) therefore his patient cannot be drained and a change is made. The catheter reference is (B)(4) with lot number 0001511902 care fusion. I attach evidence with a photo of the defect information received on (B)(6) 2023: ¿ has there been any harm to the patient due to what happened? (Detail) a: there was no harm to the patient as the doctor noticed the defect in the piece at the time he was placing it. ¿ was there a need for medical intervention due to what happened (administration of medication, etc.)? (Detail) a: only the pleurx catheter was changed to finish the surgical intervention. ¿ is the product related to the incident available for analysis? A: yes it's available, the doctor gave us the defective part. ¿ how was the procedure completed? Detail a: a new catheter is used at the time of the surgical intervention, did they replace the valve? A: the connector that was the defective part is changed did they replace the catheter? A: the catheter was placed without complications.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one physical sample and two photo were provided to our quality team for investigation. Upon visual inspection of the sample and photos, it was observed that the adapter was occluded; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001511902 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information, the root cause of the issue corresponds to a supplier defect, a quality notification will be sent to the supplier, and awareness training will be performed with the incoming inspection team. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.